Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. The patient stated that beginning on an unknown date they do not think the device is doing what it should. The patient did not know what they meant by the device is not doing what it should. The patient thought they called their manufacture representative (rep) and not patient services. Patient services offered to assist the patient but they would rather speak to their rep. The patient stated that it just gradually went down and it gradually got worse. The patient noted needing an MRI of their back but does not want to get an MRI until somebody takes a look at their device. The patient would call their rep. No further complications were reported/are anticipated.